Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on march 13, 2023.

Event description:
Per the clinic, open circuits were noted on 9 electrodes. The device was explanted (B)(6), 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 13,2022.